Event description:
It was reported that the rotator broke during left ventriculogram injection. This occurred on four units. However, information was not available on each of the incidents.

Manufacturer narrative:
Device evaluation: evaluation not completed. Evaluation: a review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.